Event description:
On (B)(6) 2010, patient reported the down button on his infusion device was no longer responding to press. This was first noticed on (B)(6) 2010 when attempting to bolus. Patient switched to backup infusion device. Infusion device has been in use for approximately 3 years and patient boluses 3-5 times per day. Down button pops up after being pressed. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.